Manufacturer narrative:
B5, h6: additional information.

Event description:
Incident occured during preventive maintenance; no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up the pump started double beeping. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was beeping continuously. There was no reported adverse event.